Manufacturer narrative:
The product is not available for evaluation. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00165 and 3003742446-2011-00166. The reference vessel was 2.75mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 3x20mm balloon catheter at 14atms and a 2.75x33mm cypher rx stent was implanted at 20atms. A second 3.0x13mm cypher rx stent was implanted abutting the 2.75x33mm cypher rx stent. Nineteen months after the index procedure, the patient experienced leucocytosis, fever, productive cough, and abnormal liver enzymes. The events were ongoing and deemed unrelated to cordis product or the index procedure. Additional information was received stating the reason for the staged procedure was known lesion from the index procedure. It reported that the elevated ck-mb was not related to myocardial infarction. The cypher rx stents implanted in the proximal and mid lad were not post-dilated with cordis product. The current status of the patient was alive. A report was received via the (B)(4) study that approximately nine hours after the index procedure, the patient's ck-mb was 11.8 (uln 3.8). Past medical history consisted of hyperlipidemia, hypertension, peripheral vascular disease/claudication, chronic obstructive pulmonary disease, environmental and drug allergies, respiratory acidosis, nostril cancer by left cheek. The target lesions were located in the proximal left anterior descending (lad) and mid lad. The lesion in the proximal lad was described as 70% stenosed, 20mm in length, non-thrombosed, type b2, de novo, with moderate calcification. The reference vessel was 3.0mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 3x20mm balloon catheter and a 2.5x28mm cypher rx stent was successfully implanted at 18atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 18atms. The rated burst pressure (rbp) indicated in the instructions for use (IFU) is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. The lesion in the mid lad was described as 95% stenosed, 30mm in length, non-thrombosed, type b2, de novo, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. The lesion was pre-dilated with a 3x20mm non-cordis balloon catheter and a 2.75mmx33mm cypher rx stent was successfully implanted at 18atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Nine hours after the index procedure, the patient's ck-mb was 11.8 (uln 3.8). Fifteen hours after the index procedure, the ck-mb level was 9.5. Two weeks after the index procedure, the patient underwent a planned, staged procedure of the proximal right coronary artery (rca) and mid rca. The lesion in the proximal rca was described as 23mm in length and de novo. A 2.75x23mm promus stent was implanted at 20atms. Residual stenosis was 0% and post-procedure timi flow was 3. The lesion in the mid rca was described as 40mm in length, type c, de novo, non-thrombosed, 70% stenosed, with no calcification. The reference vessel was 2.75mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 3x20mm balloon catheter at 14atms and a 2.75x33mm cypher rx stent was implanted at 20atms. A second 3.0x13mm cypher rx stent was implanted abutting the 2.75x33mm cypher rx stent. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and higher potential for plaque shifting. This action can exhibit itself as chest pain, EKG changes, and cardiac enzymes increase. Review of the information provided suggests that there are possible patient factors, vessel/lesion characteristics (calcification) and procedural factors (exceeding balloon burst pressure) that may have contributed to this patient's event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
A report was received via the (B)(4) study that approximately nine hours after the index procedure, the patient's ck-mb was 11.8 (uln 3.8). The patient also underwent a planned staged procedure two weeks after the index procedure. Nineteen months after the index procedure, the patient experienced leucocytosis, fever, productive cough, and abnormal liver enzymes. The target lesions were located in the proximal left anterior descending (lad) and mid lad. The lesion in the proximal lad was described as 70% stenosed, 20mm in length, non-thrombosed, type b2, de novo, with moderate calcification. The reference vessel was 3.0mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 3x20mm balloon catheter and a 2.5x28mm cypher rx stent was successfully implanted at 18atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. The lesion in the mid lad was described as 95% stenosed, 30mm in length, non-thrombosed, type b2, de novo, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. The lesion was pre-dilated with a 3x20mm non-cordis balloon catheter and a 2.75mmx33mm cypher rx stent was successfully implanted at 18atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 18atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the procedure. Nine hours after the index procedure, the patient's ck-mb was 11.8 (uln 3.8). Fifteen hours after the index procedure, the ck-mb level was 9.5. Two weeks after the index procedure, the patient underwent a planned, staged procedure of the proximal right coronary artery (rca) and mid rca. The lesion in the proximal rca was described as 23mm in length and de novo. A 2.75x23mm promus stent was implanted at 20atms. Residual stenosis was 0% and post-procedure timi flow was 3.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi and coronary artery occlusion during the index procedure. This is a (B)(6) female with medical history including hypertension, dyslipidemia, pvd and copd. The indication for the index procedure was pre-operative cardiac clearance. Angiography revealed a 95% stenosis in the mid lad and a 70% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first lesion treated was the mid lad. Pre-dilation, single stent implantation and post dilation were successfully completed. The core lab reported a 13% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the proximal lad. A single stent implantation with post dilation was successfully completed. The core lab reported a 8% residual stenosis, no dissection and timi 3 flow and an 80% side-branch occlusion of the 1st diagonal. Pre-procedure the ck was 66, the ckmb was 2.7 and the troponin was 0.02. Post-procedure the ck was 89, the ckmb was 11.8 and the troponin was not tested. The following day the ck was 73, the ckmb was 9.5 and the troponin was 1.38. The ECG core lab report is not available. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. Additional information was requested; however, the site has not supplied further information. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15018698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2011-00165 and #3003742446-2011-00166.

Manufacturer narrative:
Additional information received: cec adjudication minutes were reviewed. The committee disagreed with the coding of myocardial infarction/mi (protocol definition) and stent thrombosis (both protocol and arc definitions). This is in accordance with the file as it stands. The committee agreed with the coding of and arc (peri-procedural pci). This event was previously captured as an elevated cardiac enzyme event. The file will be updated with removal of the enzyme code and a code for mi will be added and the file processed accordingly. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2011-00165 and #3003742446-2011-00166.